Event description:
During a code, the would not device not caputure the pt's heart rhythm. The clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. During subsequent testing, the device displayed a "pacer fault 126" message; however, the reported malfunction was not observed.